Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.

Event description:
A customer reported an s7-3t transducer would not articulate on an epiq cvx ultrasound system during use. The suspect transducer has been replaced by the customer biomedical department to resolve this issue. There was no patient or user harm associated with this event.

Event description:
A customer reported an s7-3t transducer would not articulate on an epiq cvx ultrasound system during use. The suspect transducer has been replaced by the customer biomedical department to resolve this issue. There was no patient or user harm associated with this event.

Manufacturer narrative:
Evaluation of the transducer confirmed the articulation issue as described by the customer. The probe tip was not articulating due to a cut strain relief cable. The following issues were also noted: customer markings on connector, scratches on midhandle, scratches on tipshell, bite in window point to a maintenance issue.